Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the q-syte was damaged with a bd pegasus¿ safety closed IV catheter system. This occurred on 3 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: on the third day of use, it's noticed that q-syte lift up at rim the issue was noticed after connected with non-screw syringe (which not made by bd).

Event description:
It was reported that during use it was discovered that the q-syte was damaged with a bd pegasus¿ safety closed IV catheter system. This occurred on 3 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: on the third day of use, it's noticed that q-syte lift up at rim the issue was noticed after connected with non-screw syringe (which not made by bd).

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.